Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user tried o reboot the device, but it got stuck at bd blue screen however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on a blue screen. A technical support specialist (tss) took ownership of the case. The customer reported shutting the device down and waiting 15 minutes, after which the station began functioning normally and the customer requested case closure. The issue was resolved by powering down the device for 15 minutes and rebooting the station. The system functioned as intended after the technical support specialist investigated the device.